Event description:
The customer reported via phone call that she needed assistance with inserting a new sensor. Customer's blood glucose was 451 mg/dl. Customer stated that she went down to her nurse to have her check her blood glucose and she confirmed that it was correct. Customer was able to insert a new sensor. Customer stated that she will treat with the pump. Customer declined troubleshooting for high blood glucose. Customer was also walked through turning off the sensor feature and then later turning the sensor feature on and reconnecting the old sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-55511.